Event description:
No audible alarm tone. During routine preventative maintenance testing of the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.